Event description:
The event is reported as: the patient had difficulty breathing through the device when it was attached. Complaint states that the air did not seem to flow smoothly while in use. No pt injury reported.

Manufacturer narrative:
Sample not received by MFR at the time of this report. The results of the investigation are not available at this time. A f/u report will be sent if sample received for investigation.